Manufacturer narrative:
H3: product analysis stated visually, portions of the flex circuit were cut upon return and there was a white residue on the outside diameter of the cuff balloon. Functionally, a syringe was used to inject 20cc or air into the cuff and the cuff inflated and deflated with no issues. The cuff was re-inflated and deflated multiple times and no leaks were observed. For further analysis, a leak test was performed by submerging the device in water and bubbles (leakage) were observed in the valve. Under magnification, there was a crack in the mid-section of the valve. In the returned condition, there was an out of specification condition that was related to the complaint. H6: codes updated. Previously applied codes fdm b17, fdr c20, fdc d14 & img g04010 codes are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received stating a 10 ml syringe with air was used to inflate balloon. Between 5 and 7 ml, pressure checked I mmediately with the pressure gauge for a pressure of 30mmhg. When tested in water a leak at the level of the small valve observed.

Manufacturer narrative:
Please note that the involved device is not marketed in the united states; however, it is similar to the united states marketed device (brand name: nim-standard and contact emg endotracheal tubes, product description:8229306 ). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to procedure emg tube intubation had poor seal. Obligation to use another intubation probe due to visibility of a leak at the external balonnet after checking with water. There was no patient involvement.